Event description:
The device reached eri and premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was received at eri. The device image was analyzed and indicated that eri was triggered due to normal battery depletion. Interrogation was performed in nominal setting and no anomalies were found. A longevity assessment was performed and the total projected longevity was 5.65 years. The device was implanted for 5.77 years. The device exceeded the projected longevity and no anomaly was found. The reported event of premature battery depletion was not confirmed.